Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 (mg/dl). Reportedly, the contact believed that the customer's bg level was attributed to being excited for their first day of school. Customer ate food to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.